Event description:
According to the reporter: the doctor was suturing with the device and the needle fell off. Needle was able to be recovered, however, doctor had to use another endo stitch to complete the procedure. There was no anticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated extension for the incision more than one inch. Ther was no unanticipated blood loss of more than 500cc. There was no delay over 30 minutes. No device fragment fell in the patient cavity. No device fragment was left in the patient.

Manufacturer narrative:
(B)(4)